Event description:
It was reported that occlusion alarms occurred, which caused the customer's blood glucose level to be displayed as "high" on the cgm. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and decided to use mdi until receiving a replacement pump.